Event description:
It was reported p that during a gyn (dermoid cyst) procedure, as the surgeon was working across thick cystic tissue , the generator displayed "remove device" and was "toning out." When the device was removed from the patient, it was noticed that the blade had broke and it was unclear if the broken piece was left in the patient or not. It was reported that x-ray was not done during or following the procedure in an effort to find the piece. It is not clear if another device was used to complete the procedure. There were no adverse consequences for the patient reported. Pathology report did not mention finding any piece of the blade within the specimen..

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on the gen11 generator, the "instrument error" alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.